Manufacturer narrative:
Testing and investigation at the service center found the device alarmed for check p. The probable cause was due to proximal pressures sensor calibration drift. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed for check cassette which could not be cleared. The alarm occurred during an unspecified home infusion. It was reported the patient involved did not experience any adverse event, delay of critical therapy, or require any medical interventions as a result of the event. No additional information was provided.